Event description:
It has been reported to philips that the c-arm would not move. The issue was found during clinical use and resulted in a delay to the procedure. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information provided, the issue occurred during a planned general surgery treatment/non-emergency procedure, the procedure got delayed by less than 20 mins and was completed after restarting the system. The philips field service engineer (fse) inspected the system onsite and confirmed that the c-arm would not move. Review of the log files confirmed the malfunction of the motor assembly. The fse examined the system and found that the z-rotation drive amp, z-rotation encoder had calibration error. The fse determined that the issue was most likely caused by an rmt - motor assembly. The fse downloaded the board software to the clea prop box, performed z-rotation position adjustment and z-rotation motor current adjustment to resolve the issue. After the repair, the system was returned to use in good working order. The codes were updated based on the investigation outcome.